Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that interrogation of this pacemaker system indicated only one year of battery life remaining, just two months after implantation. A request was made to analyze the device data. The analysis revealed abnormally high power consumption. Technical services (ts) also observed loss of capture (loc) and low pacing impedance within range on the right ventricular (rv) lead. Additionally, ts recommended device replacement further rv lead evaluation. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that interrogation of this pacemaker system indicated only one year of battery life remaining, just two months after implantation. A request was made to analyze the device data. The analysis revealed abnormally high power consumption. Technical services (ts) also observed loss of capture (loc) and low pacing impedance within range on the right ventricular (rv) lead. Additionally, ts recommended device replacement further rv lead evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received stating this rv lead was explanted and replaced. No additional adverse patient effects were reported.